Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels of 42 mg/dl to over 500 mg/dl; cause was not known. Customer consumed carbohydrates to address low bg and administered a bolus via the pump to address elevated bg. Customer "called 911 from nursing home" and was subsequently admitted to the hospital. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.